Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized because she was not medically stable. Prior to the hospitalization, the customer had fallen and the insulin pump was damaged. It was also reported the customer had high blood glucose while in the hospital. No further info was provided.